Event description:
It was reported through the research abstract "eliquis: alternative anticoagulation for heartmate 3 ventricular assist device" that their was a patient death. This study evaluated a total of 35 patients implanted with the heartmate 3 between 01jan2016 to 31jan2021. The groups compared were eliquis (n=15, 43%) and warfarin (n=20, 57%). All patients received 325 mg aspirin daily. At 1 year, there were two deaths in the eliquis group (related to right heart failure) and 1 death in the warfarin group.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between (B)(6) 2016 to (B)(6) 2021. Article title: eliquis: alternative anticoagulation for heartmate 3 ventricular assist device. K r. Whitehouse, et al. Asaio journal67.suppl 2: 39. Lippincott williams and wilkins. (Jun 2021). Department of cardiovascular and thoracic surgery, university of louisville, louisville, ky, USA. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.